Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color setting was selected on the devices and what was the sequence of the firings? What specific anatomical structures was the device fired on? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Can more information be provided on what was meant by ¿difficulty stapling¿? Can additional details on the shape and location of staples? Where along the staple line did it open partially (proximal, distal, middle, one or both sides)? Was the patient¿s hospital stay extended/admission to ICU due to issues with the device? Was a fistula eventually found? What is the current status of the patient?

Event description:
It was reported that when using ntlc stapler in gastric bypass bariatric surgery procedure, during the second shot there was difficulty stapling and there was no perfect formation of the staple line, it opened partially after it was formed. Manual suture was performed for staple line reinforcement. Patient hospitalized in ICU, possible fistula formation.